Manufacturer narrative:
No conclusion can be drawn as repair information is available. However, no reports of patient or staff injury were reported. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported, the exposure button on the 9800 system continues to fluoro. No patient injury was reported.